Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, while connecting the leads to the analyzer cables, the physician reversed the atrial and ventricular cables. This resulted in numerous asystole events while correcting the clamp placement. The physician commented that the analyzer cables were difficult to work with. No syncope resulted due to the asystole. No additional adverse patient effects were reported.